Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed, and the indicated failure mode of torn/missing label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode torn/missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 1 pack of bd vacutainer® sst¿ blood collection tubes was missing the label. The following information was provided by the initial reporter: no label sticker (1pack).

Event description:
It was reported that 1 pack of bd vacutainer® sst¿ blood collection tubes was missing the label. The following information was provided by the initial reporter: no label sticker (1pack).

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.